Manufacturer narrative:
The actual device involved in this event was returned for evaluation. Visual inspection revealed that the needle has a dent in at the area where the bend starts. The dent appears to have been caused during manufacture of the needles.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch jp2320, mfg date: 12/07/2015, exp date: 11/30/2020. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was used. During the procedure, prior to use on the patient, it was noted the needle tip was bent in a transverse direction. There were no adverse patient consequences.